Manufacturer narrative:
Other relevant device(s) are: micra d4: model #: mav618165e / expiration date: 29-apr-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 29-jan-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intraoperatively that the patient experienced perforation and tamponade. The leadless implantable pulse generator (ipg) exhibited no capture. When the device was recaptured, pericardial effusion was noted. The patient lost pulse and blood pressure. Cardiopulmonary resuscitation was administered and pericardial synthesis was performed. The ipg was reimplanted successfully. No fu rther patient complications have been reported as a result of this event.